Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device presented with to emergency department (ed) with syncope, fainting, loss of consciousness, ventricular standstill and cardiac arrest. Device was interrogated and it was found out that device had switched to safety mode, patient also experienced loss of pacing due to unipolar oversensing and patient movement. The device was explanted and replaced with a new device. This device is expected to be returned for investigation. Subsequently, additional information was received indicating that following the procedure, it was confirmed that resuscitation was unnecessary, as the patient regained consciousness once movement ceased and the pacing device resumed normal function. The patient's condition remained stable, and they were discharged in accordance with standard protocol the day after the procedure.